Event description:
The customer reported the system displayed a check sum error message then failed to boot. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram card was replaced and the generator settings were verified. The system was then found to be operating as intended.